Manufacturer narrative:
The reagent lot number is 91928301 with an expiration date of 31-jul-2027. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration (sample pipetter s1)", "abnormal liquid level (s1"), and "sample short (s1)" errors. The field service representative found gel from the customer's sample was blocking the flowpath of the sample probe, and that the rinse levels were too high. He replaced and adjusted the sample probe, adjusted the rinse levels, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine jaff gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 4.46 mg/dl. A second sample from the patient was tested, and the result was 0.90 mg/dl. The customer's middle ware generated a delta check flag, prompting the initial sample to be repeated. The initial sample was repeated on another module, and the result was 0.92 mg/dl. This result was believed to be correct. The initial sample was repeated on the same module as the initial result, and the result was 0.88 mg/dl.